Event description:
Per the independent repair center, the customer alleged problem is low o2/yellow light. The key failure is the tie wrap caused leaks. Additional malfunction is the power switch has a broken button/no alarm.